Event description:
Livanova deutschland has received a report that, during a procedure, the heater-cooler system 3t device was not functional and displayed error indicating pumps are using too much power in the cardioplegia and in the patient circuits (error e06 and e17 respectively). There is no report of any patient injury.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in france. Field service technician dispatched to the facility and confirmed the issue. To solve it, the distribution board, patient and cardioplegia pumps were replaced. Functional tests passed with positive results and the unit was returned to its expected function. Complaints database analysis revealed no similar event since unit installation in september 2018. Based on the above facts, the most likely root cause of the reported event was a damaged motor bearing likely caused by environmental conditions. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.